Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a frozen screen with an alarm that occurred in the morning. The customer stated that she could not give herself a bolus and that the basal was still running. The blood glucose reading was 187 mg/dl. Condensation was observed when the customer connected the device to herself with her swimsuit still on. The customer also stated that the insulin pump had been dropped and there was fluid under the lcd display. Nothing further reported.

Manufacturer narrative:
All of the buttons functioned properly and no moisture damage was noted on the keypad traces, electronic or motor assembly was noted. No frozen display was noted. The insulin pump had minor scratches on the display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and a cracked reservoir tube window.